Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a tip break occurred. The target lesion was located in the liver. A direxion hi-flo was selected for use. During the procedure, it was noted that the tip of the catheter broke off inside the patient's body. The broken component was then retrieved. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Describe event or problem, initial reporter first name and last name a updated. Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The shaft and tip were microscopically examined. Microscopic analysis of the tip showed that the tip was not detached from the device; however, there was some tip damage in the form of a kink. The devices hub was detached and returned with the device. The hub was detached 4.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was further reported that the target lesion was located in the liver.